Event description:
The tip of the epidural catheter broke off during removal of the epidural catheter. The rn tried to remove the catheter and met resistance. Another anesthesiologist then removed the catheter and noted the tip missing. The fractured portion of catheter is reported be still be indwelling in the pt. There were no adverse effects related to this incident to the reporter's knowledge. The actual sample was discarded. Possible lot numbers are 60708073, 60713497 or 60721156. Actual lot number is unknown.